Event description:
Risk received package from operating room that while setting up for a procedure there was found to have been a shortage of two needles (1 strand) in a package. Instead of 8 there were 6. This was discovered while the room was being set up and did not effect the patient. Removed from room and given to operating room leadership.